Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the ok button was very hard to push but still functioned and also observed low audio when device was powering on. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be the speaker being dislodged from the rear case and the "ok" buttons required excessive force to push. The keypad and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio when powering on the device and ok button functioning but very hard to push. No additional information is available.